Event description:
The customer reported that while pipetting a plate on summit the technician noticed that no control sample was added to wells. No error was generated by the summit. No death or serious injury was associated with this incident.